Event description:
Medtronic received information regarding a shunt/valve. It was reported that the pressure setting at insertion was 1.5 on (B)(6) 2025. The valve was adjusted to 2.0 on (B)(6) 2025 and then again to 2.5 on (B)(6) 2026. It was stated that the valve adjustments were made after the patient had intermittent symptoms of overdrainage every few weeks resulting in headache and vomiting. Slit-like ventricles were observed on the MRI and little or no fluid collected during a shunt tap. No obstructions detected during shunt patency tests. Currently, the patient gets headaches consistently after certain high intensity and positional activities, specifically swimming and jui-jitsu. Headaches are relieved by lying flat and generally go away after lying flat for 30-45 minutes. It was noted that the physician was of the opinion that the device was working fine, however, the patient's family members were concerned with the symptoms. The patient was diagnosed with dlgnt (diffuse leptomeningeal glioneuronal tumor) just prior to shunt placement as well as seizures. Dlgnt had been clinically stable on mris since shunt placement. The patient had one tonic seizure on (B)(6) 2025 and several suspected night seizures in (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.